Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter-defibrillator was exposed at the incision site. The patient's system was explanted for infection and a new system was re-implanted. The patient was stable.